Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed out. Emergency was called and responded. At the time emergency response members were at the patient's home, the patient's wife called technical services to report the situation and report that a patient initiated interrogation (pii) was performed. The patient's wife called later to report that the patient was unconscious for about 10 minutes, but was now doing well. She wanted to know the results of the pii and if their physician had reviewed it.

Manufacturer narrative:
The local boston scientific sales representative was contacted on multiple occasions for further information regarding this event. No additional information was made available from the field. According to the available information, this crt-d is still in service. Should additional information become available, this event will be updated. Additional information was received that this device was electively explanted. The device was returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.